Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the reported complaint of suspected tampering could not be determined through the facility provided logs and no devices were returned for investigation. External and internal inspection could not be performed, since no devices were returned for this investigation. The pcu device and pca logs were provided by the facility to investigate programming details. The review of the pcu event log showed the events from the reported incident time have been overwritten due to continued use. A log review was performed with the limited information contained in the pca module event log. O the review of the provided pca event log began on 28 october at 3:53:32 pm with a dose request with unknown infusion parameters. Between 3:55:18 pm to 5:21:34 pm the user pressed restart key 3 (three) times and requested twice for a dose. The syringe was empty at 5:22:15 pm. O according to recorded logs the event time started at 6:43:24 pm when the user pressed the channel option key. The door was closed and a 30ml bd syringe was loaded with a volume=29.84ml, after the selection the door was locked. O between 6:43 pm and 6:56 pm, two (2) dose requests were made and completed. At 6:57 pm, the pca module was turned off. It was not possible to determine the volume of the syringe after the dose requests due to the limitations of the provided logs. O according to the pcu event log on (B)(6) 2024, at 8:44 am, the pcu was turned on. The suspect pca module was attached and assigned channel c. The pcu was put into maintenance mode, and the logs were downloaded. The bd alaris user manual v9.33 notes that when the pcu is in the infusion mode selection, infusion setup, or bolus setup screens, a patient dose request from the dose request cord is handled as an unmet demand. O the dose request cord allows a patient to self-administer a pca dose, to be delivered according to programmed pca parameters. Dose request cord features an indicator light that can be configured to provide feedback to patient on requested pca doses. Dose request cord is enabled in pca only and pca + continuous modes. O the guardrails suite mx incorporates dosing limits and instrument configuration parameters based on hospital/facility protocol. The software adds a test of reasonableness to drug programming based on the limits defined by the hospital/facility. Qualified personnel must ensure the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of suspected tampering was not determined. According to the logs provided by the facility, the pca was turned off a few minutes after the infusion started

Event description:
It was reported that a pca pump syringe of hydromorphone was found empty unexpectedly quickly. The hydromorphone was intended to infuse from a 30ml syringe with a loading does of 4mg and on-demand dose of 4mg with a 10-minute lock-out interval and four-hour dose limit of 67.2mg. The syringe was found to be empty unexpectedly quickly after only 4 hours. The hospital nursing informatics coordinator indicated they suspected tampering with the pca pump due to the short time and also that the pca key was ¿missing.¿ there was no patient harm and the patient was voluntarily discharged as they did not agree with the plan of care.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pca pump syringe of hydromorphone was found empty unexpectedly quickly. The hydromorphone was intended to infuse from a 30ml syringe with a loading does of 4mg and on-demand dose of 4mg with a 10-minute lock-out interval and four-hour dose limit of 67.2mg. The syringe was found to be empty unexpectedly quickly after only 4 hours. The hospital nursing informatics coordinator indicated they suspected tampering with the pca pump due to the short time and also that the pca key was ¿missing.¿ there was no patient harm and the patient was voluntarily discharged as they did not agree with the plan of care.